Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
Additional information was received that this patient with a pacemaker exhibited noise that was being oversensed on a non- boston scientific right ventricular (rv) lead which resulted in four seconds of pacing inhibition. Additionally, the patient was experiencing syncope and the cause was not determined. At this time, the pacemaker and rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes on the right atrial (ra) lead and right ventricular (rv) lead due to oversensing the minute ventilation (mv) signal. These leads are non-bsc products. It was noted there was intermittent impedance spikes on both the ra and rv channel. Boston scientific technical services recommended to have the patient evaluated in the clinic and to keep the mv feature programmed off. The lead safety switch (lss) switched the device to unipolar and there was 59 inappropriate atrial tachy response (atr) events due to muscle noise with high pacing impedances measuring greater than 2000 ohms. This pacemaker and leads remain in service. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.